Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The ess provided a reprocessing in-service to the user facility staff on (B)(6) 2023. The ess provided the user facility staff reprocessing training materials for their reference. Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: staff was not using the air/water channel cleaning adapter during precleaning, scopes were transported without the bending section or distal end secured, and were placed in the transport bin with control knobs face down. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus endoscopy support specialist reported that during an onsite visit, the user facility staff was not using the air/water channel cleaning adapter during precleaning of the evis exera lll colonovideoscope. No patient infections or injuries reported.